Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. The insulin pump had cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm for the past week. Customer also reported receiving a failed battery test alarm after changing the battery. Customer stated they were unable to clear any alarms after the battery change. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.